Event description:
The user has had this toilet support rail for a couple of months. She went to go stand up, putting her weight on the handles, and the plastic screws broke - she fell on her stump (she's an amputee). She had to call 911 to come and help her up. They checked her out, and she is fine, but she does have a large, painful bruise on her stump, and it is too painful to wear her prosthetic. She did mention that she tends to put all of her body weight on the left side, but was the right side that came loose. It is also reported that the user was not being supervised or assisted at the time of the malfunction, and the snap buttons of the device were securely locked into position.